Manufacturer narrative:
(B)(4). The evaluation and repair of the device has not been completed. Once the evaluation and repair is complete a supplemental follow-up will be submitted.

Event description:
It was reported that during patient use, the touchscreen on a 980 ventilator was unresponsive to touch. The patient was removed from the ventilator and placed on an alternate ventilator. There was no report of patient harm as a result of this event.

Manufacturer narrative:
(B)(4). It was reported that, a patient was transferred from a 980 ventilator to an alternate ventilator. The patient was originally removed from the ventilator in order to transport him to the radiology department (CT-scan). When the patient came back, the medical staff was unable to restart the ventilator. There was no report of patient harm as a result of this event. The covidien service engineer (se) inspected the device and verified the malfunction. The se replaced the universal serial bus (usb) data key. The se performed extended self-testing on the device and all tests passed.